Event description:
The customer's mother reported that the customer had a motor error alarm and no delivery alarm. The customer's blood glucose level was 288 mg/dl. The troubleshooting was performed. The customer mother stated that they didn't receive full bolus had a no delivery earlier in the day. The mother's customer was able to fix it and her daughter was able to get the full bolus. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.